Manufacturer narrative:
An investigation has been opened to review device history record, risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: right femoral was closed with 14fr manta. Deployment was perfect, no oozing. 3 hours later, the patient was bleeding and a non contrast CT revealed a retroperitoneal bleed. The patient was brought to surgery to repair the bleed. Surgeon who deployed stated that the stick was high. It was placed high to avoid heavy calcification. Additional information received 03aug2020: patient returned to or for emergency control of bleeding of right femoral artery, and removal of closure device. Patient returned again to the or for emergency exploratory laparotomy with extended colectomy, splenectomy and ostomy placement due to abdominal compartment syndrome with ischemic colon. As of (B)(6) 2020 patient remains intubated, ICU status, on pressor.

Manufacturer narrative:
No product was returned to vsi/teleflex for investigation. A manufacturing records review was completed, and no potentially related non-conformances were found. Angiography showing the vessel access site relative to the inguinal ligament was requested but not provided, this would aide in confirming whether a high stick had indeed occurred. Based on the information available, the most likely root cause for the reported retroperitoneal bleed is not able to be determined and there appears to be no product quality issue with respect to manufacture, design, or labeling. Additional information was received from the account via conference call with clinical representatives and the physician. The physician spoke about the assessment of the patient's anatomy prior to the procedure and said he felt confident in the location of access based on the imaging he had obtained. He did not believe that the retroperitoneal bleed was associated with the use of the manta device. As for the ischemic injury in the colon and spleen, physician believes that the ischemic injury was the result of the endograft occluding the arteries feeding the colon and spleen. Physician stated that this occurred as a result of a known risk of an evar procedure.